Event description:
An 80-year-old incomplete tetraplegia, dependent for transfers, was issued a molift quicker raiser 205 in (B)(6) 2023. During transfer from his wheelchair, the lift support beam snapped in half. No injury occurred to the patient, as he was still over his wheelchair at the time of defect.